Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear on the abdomen. Blood glucose was reported to have increased above 500 mg/dl. The patient was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin and fluids. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026. The pod involved was discarded at the hospital and is unavailable for investigation.